Event description:
Literature was reviewed regarding a meta-analysis of the long-term outcomes following transcatheter aortic valve replacement (tavr). Twelve studies were included in the meta-analysis. Medtronic (corevalve, evolut r or family) and non-medtronic (various) valve types were implanted in the pooled study population. The authors calculated an aggregated survival rate of 47.7 ± 1.4% and 12.1 ± 2.0% at five and ten years after tavr, respectively. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. The aggregated freedom from structural valve deterioration (svd) was 95.5 ± 0.7% and 85.1 ± 3.1% at five and eight years after tavr, respectively. The authors stated that all studies in the meta-analysis used the european guidelines task force committee definition of svd (typified by increased or high transprosthetic gradient and/or moderate to severe intra-prosthetic aortic regurgitation). Other adverse events included: valve-in-valve implant and new permanent pacemaker implantation. No additional adverse outcomes were noted.

Manufacturer narrative:
Citation: shimamura j, takemoto s, fukuhara s, et al. Long-term outcomes after transcatheter aortic valve replacement: meta-analysis of kaplan-meier-derived data. Catheter cardiovasc interv. 2023;102(7):1291-1300. Doi:10.1002/ccd.30854 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r or family ¿ which includes evolut pro, evolut pro+, and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.